Event description:
It was reported that a pt's settings were found to be at 0 ma at a f/u appointment with the treating neurologist. Moreover, the pt had reported that he could no longer perceive stimulation from his vns and upon performing diagnostics, the pt's settings were found to be at 0 ma. At the moment the cause of the event is unk as good faith attempts to obtain add'l info have been unsuccessful to date.